Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 308 (mg/dl). Reportedly, customer ate a large meal and did not administer a bolus. Contact then delivered a bolus to treat the customer's bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump.